Event description:
Per the audiologist's report, a large amount of ossification was encountered at surgery. A post-operative x-ray revealed that the electrode array was not in the cochlea. Explantation/reimplantable surgery took place in 2006.